Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix was distorted/bent. It was also noted that there was blood in/on the helix mechanism and that the lead was damaged at implant.

Event description:
It was reported that during the implant procedure, the helix on the lead extended without using the rotation tool. The lead was explanted and replaced. No patient complications have been reported as a result of this event.